Manufacturer narrative:
Reporter: the customer's address is unknown:  (B)(6), USA has been used as a default.  Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eleven needle 30ga 7/8in bsg clear hub experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 302890, batch no. 8284657. It was reported needles had excess epoxy. Good morning, on (B)(6) 2019, while performing incoming inspection audit for bd part no. 302890, lot no. 8284657. With an inspection audit spec of aql 0.65 level ii it was found 11 parts with excess of epoxy, having these results it was decided to reject complete lot. Samples are available for your evaluation, so please help us to send the RMA for the material describe below. Part no., lot no., boxes qty, qty per box, total, defect, supplier: 8029703, 8284657, 7, 20,000, 140,000, excess of epoxy, b-d.

Manufacturer narrative:
H.6. Investigation: 14 samples were received.. Eight samples have epoxy drip over on the plastic hub. The other six have no defects of any kind. Additionally, 4 photos were provided. They show the epoxy drip over on the plastic shield. Failure mode is verified. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that eleven needle 30ga 7/8in bsg clear hub experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 302890, batch no. 8284657. It was reported needles had excess epoxy. Good morning, on (B)(6) 2019, while performing incoming inspection audit for bd part no. 302890, lot no. 8284657. With an inspection audit spec of aql 0.65 level ii it was found 11 parts with excess of epoxy , having these results it was decided to reject complete lot. Samples are available for your evaluation, so please help us to send the RMA for the material describe below. Part no.: lot no.: boxes qty: qty per box: total: defect: supplier: 8029703, 8284657, 7, 20,000, (B)(4), excess of epoxy (B)(4).